Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient's symptoms did not begin within 2 hours of refill. The patient could not eat due to the taste of the medication in his mouth. The patient was seen by his managing office on (B)(6) 2019. At the time of the appointment, his provider aspirated the pump reservoir and the volume in the pump was appropriate. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that when pump was first implanted, pump had dilaudid which patient had a small reaction to, so healthcare professional (hcp) put in morphine. The hcp put dilaudid in pump and "within 8-9 hours the morphine was out and the dilaudid got into" patient's system and his "senses". Patient could taste it and was "higher than a kite". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid 2mg/ml at 1.65mg/day via intrathecal drug delivery pump. The indication for use was noted as chronic pain. It was reported that since the patient's medication was changed at his refill appointment on (B)(6) 2019, he was experiencing overdose symptoms and he felt the medication was going "everywhere in his body." He could taste the medication in his mouth and could not eat. He was experiencing nausea, dizziness, and muscle contractions. He went to his managing physician's office and the pump was turned to minimum rate on (B)(6) 2019. The day the incident occurred, his medication switched from morphine (2mg/ml) to dilaudid (2mg/ml) by the managing office. Surgical intervention was not planned. The issue was not resolved. The patient was "alive - no injury." There were no further complications reported at this time.